Event description:
It was reported that while using the dermatome device, there was no blade movement. An abnormal sound was produced during use of the device. No injury was reported.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.